Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to deploy the leadless implantable pulse generator (ipg) multiple times with high thresholds and low sensing values in each location. The leadless ipg became stuck in the delivery system. The physician flushed the system to remove clots. The system was reinserted with the same results. The physician implanted an alternate system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.